Event description:
Customer called to report that while shutting down the unicel dxc 800 synchron system, the instrument generated two errors stating that the voltage generated by the smart module was out of range and that the power bus voltage was out of range. Customer also stated that an electrical burning smell was coming from the instrument. The customer technical specialist assisted customer with troubleshooting the instrument and generated a service request. The field service engineer (fse) inspected the instrument and found that the 36v power supply was no longer functioning. The fse then replaced the 36v power supply, which resolved the instrument issue. Customer stated that although patient samples were run, the results were normal. Customer also stated that no one was harmed or affected by the instrument issue.

Manufacturer narrative:
(B)(4).